Event description:
The device analyzed the pt rhythm and was used to deliver energy to the pt at 200 joules. Subsequently, it was alleged the device prompted that the combination electodes were not connected to the pt and an analysis of pt ECG could no longer be performed.